Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 468 and 177mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to returned the test strips for evaluation.